Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer correction bolus via pump to address bg. Customer updated their settings to address the event. It was also reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.